Manufacturer narrative:
On 5/1/2020, it was reported incorrectly that the mre was not completed. A manufacturing record evaluation was performed for the finished device 5771740 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/12/2020, the mentor failure analysis lab has received the device for evaluation. On 5/15/2020, it was reported to mentor that patient¿s date of birth was (B)(6) 1968. On 5/20/2020, it was reported to mentor that the correct serial number for the affected device was (B)(6) , lot number 6750451, catalog number 3501660, name: mentor smooth round moderate profile 375cc. A manufacturing record evaluation was performed for the finished device 6750451 number, and no non-conformances were identified. On 5/26/2020, during the visual evaluation, an anomaly was observed on the device consistent with a crease/fold in the anterior and extending to the posterior view. A tear was also observed within the crease/fold in the anterior view, measuring approximately 0.4 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of the saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this 6750451 lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 375cc and experienced deflation on the left side. As a result, the patient had undergone removal and replacement with sientra non-mentor breast implant on (B)(6) 2020.